Event description:
User facility medwatch report # (B)(4) received that states: multiple perclose¿ prostyle¿ suture-mediated closure and repair systems were used to close the right femoral access site. After taking an angiogram, the right femoral artery was occluded by the perclose¿ closure devices. Balloon angioplasty was performed to reopen the vessel. Health care providers proceeded to close the left access site with a perclose¿ and 3 devices failed. Health care providers closed successfully on the left side with a mynxgrip® vascular closure device. Subsequent to received medwatch report, additional information was received: it was reported that this was an arteriotomy closure of the right common femoral and left common femoral arteries (rcfa and lcfa) using the pre-close technique via 6f sheath holes at each site prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two prostyle sutures were preplaced at both access sites. The sheath was upsized to 9f in the rcfa and the tavr procedure was completed. The two sutures achieved hemostasis in the rcfa. The two sutures were advanced to the vessel wall; yet did not achieve hemostasis in the lcfa. Another prostyle suture was deployed with the knot advanced yet hemostasis was not achieved. A non-abbott device was used to achieve hemostasis in the lcfa. Post procedure, lower extremity pulses were low in the rcfa. An angiogram confirmed an occlusion in the rcfa. Balloon angioplasty was performed to open the vessel. There was no reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional perclose prostyle devices are being filed under separate medwatch report numbers. Attachment: user facility medwatch report # (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.